Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544240 hemolok l clips 6/cart 84/box for investigation. Visual examination of the returned cartridge revealed that there were no clips remaining. No clips or broken bosses were returned loose. The sample appeared used as there was biological material on the cartridge. The clip applier was not returned. Since no clips or broken bosses were returned, the complaint cannot be confirmed. It is possible that the reported issue was caused by using damaged/misaligned appliers, but this could not be confirmed since the appliers were not returned. It is also possible that unintentional user error contributed to this issue, but this could not be confirmed with no clips remaining in the cartridge. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states: "it may be necessary to hold the cartridge to allow the clip to be removed." "Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the reported complaint issue cannot be confirmed. The reported complaint of "broken/detached parts - clip - boss" was not confirmed based upon the sample received. The cartridge was returned with no clips remaining and there were no clips or broken bosses returned loose. It is possible that the reported issue was caused by using damaged/misaligned appliers, but this could not be confirmed since the applier was not returned. It is also possible that unintentional user error contributed to this issue, but this could not be confirmed with no clips remaining in the cartridge. Therefore, the reported issue cannot be confirmed , and the root cause is undetermined due to the incomplete sample.

Event description:
When the user attempted to ligate a clip the boss was partly missing so that he/she could not ligate. Therefore, a new cartridge was opened instead. The user would like us to investigate whether a part of the boss was missing from the beginning, or the boss got damaged at loading. Catalog #: 544240. Lot #: unknown (potential lot#: 73h2000105 or 73f2000501). The lot # is either 73h2000105 or 73f2000501, but it is unknown which one.

Manufacturer narrative:
(B)(4). A device history record was performed to 2 lots, as 2 lots were documented in the complaint. Per DHR the product hemolok l clips 6/cart 84/box lot# 73h2000105 investigation did not show issues related to the complaint. Per DHR the product hemolok l clips 6/cart 84/box lot# 73f2000501 investigation did not show issues related to the complaint.

Event description:
When the user attempted to ligate a clip the boss was partly missing so that he/she could not ligate. Therefore, a new cartridge was opened instead. The user would like us to investigate whether a part of the boss was missing from the beginning, or the boss got damaged at loading. Catalog #: 544240. Lot #: unknown (potential lot#: 73h2000105 or 73f2000501). The lot # is either 73h2000105 or 73f2000501, but it is unknown which one.